Manufacturer narrative:
Olympus contacted the user facility via phone and in writing to obtain additional information regarding this report with no result. The device referenced in this report was not returned to olympus for evaluation. A review of the instrument history showed that the user facility originally purchased the device on (B)(6) 2001, and the device was last serviced by olympus on (B)(6) 2007. The cause of the reported phenomenon could not be determined at this time. However, an olympus technical representative advised the users to return the device to olympus for evaluation, but as to this date the device has not yet been returned to olympus for evaluation. If significant and relevant information become available at a later time, then this report will be supplemented. This report is being submitted as an MDR in a abundance of caution.

Event description:
Olympus received a medwatch report, which stated: "typed correct patient data onto keyboard but did not display on photos what was typed, ie. Date, age, etc. There was no patient harm reported."